Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer stated that patient is in the hospital with high blood glucose of over 500 mg/dl. Customer's current blood glucose was 272 mg/dl. Customer was brought to the hospital with blood glucose of 800 mg/dl and found out there was urine infection that caused her high blood glucose. Customer will call back for more information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.